Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Extension of the knee involves the quadriceps muscles, which are attached to the patella by the quadriceps tendon; the patella is connected to the tibial tubercle by the patellar tendon. Knee extensor mechanism injuries can involve the quadriceps tendon, patellar tendon, patella, or tibial tubercle. Surgical repair is usually required. In healthy people, significant force is required to injure these structures; normal tendons are strong enough that the patella often fractures transversely before a tendon tears. However, people with certain conditions are at risk of tendon tears. These conditions include: older age, osteoarthritis, use of certain drugs (e.g., fluoroquinolones, corticosteroids), diabetes mellitus, obesity, hyperparathyroidism, polyneuropathy, anabolic steroid abuse. The patient had recently undergone implantation of a medical device at the knee leaving the tendons more susceptible to damage as they heal from the stresses placed during the procedure. In these at-risk people, the injury can result from minor trauma (e.g., when descending stairs). The quadriceps tendon is injured more often than the patellar tendon, particularly in the elderly. As the complaint indicates the patient experienced a ruptured extensor mechanism requiring an allograft for repair one month post-operatively. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient experienced a rupture of the extensor mechanism after a knee surgery. An interim report was received that reported a study from institute for locomotion, marseille, france. The purpose of the study was to compare tmt cones with short cemented stems, cones with long uncemented stems and long uncemented stems without cones. All patients had a minimum follow-up of five years with a maximum of twelve years. The study reported twelve complications in the no cones with long uncemented stem group; of which, one was noted for rupture of extensor mechanism. There is no additional information available at this time.